Manufacturer narrative:
Section g8 - the manufacturer report number should have been 2017865-2025-100001, rather than 2017865-2025-100000.

Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing resulting in pacing inhibition. A lead revision procedure was scheduled and during the procedure, insulation damage was also noted on the ra lead. The physician explanted and replaced the ra lead. The patient condition was stable.